Event description:
The initial reporter received questionable elecsys troponin t hs stat results for one patient tested on a cobas 6000 e 601 module. The patient's initial troponin result was reported outside the laboratory. The patient's physician questioned the reported result due to not matching the patient's symptoms and requested a rerun with the sample and to have a new sample collected. The patient's initial troponin result was 0.095 ng/ml. The patient's first repeat troponin result was 0.008 ng/ml. The patient's new sample had a troponin result of 0.008 ng/ml. The troponin reagent lot number: 56661103 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The customer performed precision testing with acceptable results. The field service engineer checked the sample probe liquid level detection and confirmed it was normal. He found the bead mixer was bent and performed an adjustment. He discovered dirt in the tubing and cleaned the tubing. He checked the alarm trace and did not find any abnormalities. The investigation reviewed the customer's qc results and the results were within the acceptable ranges. The investigation reviewed the customer's sample preanalytical details and the centrifugation time and speed were reportedly 4000 revolutions per minute (rpm) for 20 minutes. Based on the provided information, the investigation determined the event was consistent with the service findings and an unknown preanalytical handling issue.